Event description:
It was reported that during troubleshooting for an unrelated alarm the home patient (hp) had noticed that there was air in the patient line. The patient had been in initial drain and observed the air while connected to the homechoice. The patient ended therapy and was advised to start over with new supplies. The technical service representative (tsr) instructed the patient to inform their registered nurse of the event. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The cassette was not returned and the lot number is unknown, therefore a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.